Event description:
It was reported "the luer-hub (white) was falling off from extension line." No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the luer-hub (white) was falling off from extension line". No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc for investigation. Signs of use were observed on the catheter and extension lines. Visual inspection revealed the proximal extension line was separated directly adjacent to the luer hub. Remains of the extension line were visible inside the separated luer hub. The separation point on the extension line is rough and jagged. The total length of the catheter body measured to be 323 mm which is within the specification of 307-327 mm per product drawing. The outer diameter of the proximal lumen measured to be 2.18 mm which is within specifications of 2.13-2.21 mm per product drawing. The inner diameter of the proximal lumen measured to be 1.4732 mm, which is within specifications of 1.42-1.50 mm per product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal and medial lumens were flushed using a water-filled lab inventory syringe. Both lumens flushed as expected. A manual tug test confirmed the distal and medial extension lines were fully secured within the luer hubs. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the proximal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend complaints of this nature.